Event description:
As reported by the user facility: serial #(B)(4) 300ml of unk chemotherapy was set to infuse at 150ml/hr for 2 hours. When there was 15 minutes left, the pump said 32ml left, but nurse observed an estimated volume of 150ml left in the bag. MFR 9610825-2013-00387.